Manufacturer narrative:
The local factory service rep observed proper operation through full performance and performance testing. The facility subsequently has concluded the report is a result of operator error, in that the operator did not adequately connect the device defibrillation electrodes. Except as provided by 21 cfr 803.56, co does not intend to submit additional info on this event to FDA.

Event description:
The device displayed repeated "check electrodes" prompts in pt use.